Manufacturer narrative:
(B) (4)

Event description:
Connection issues during the implantation procedure: there was a one click sound when the setscrew was tightened. However, it was impossible to unscrew that setscrew after the initial tightening. The device was kept implanted.